Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the revision surgery on friday they haven't been able to connect to their therapy settings because she is getting a por (power on reset) message on their external equipment. Patient services reviewed information and redirected the patient to their healthcare professional. No symptoms were reported. No further complications were reported.